Event description:
The reporter stated that the screwdriver tip broke off leaving the sheered tip remaining in the head of the screw during an anterior cervical discectomy and fusion procedure, using the manta ray anterior cervical plate system. It was stated that the pt had dense bone. The screw was removed by drilling it out. There was no adverse outcome for the pt reported.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.